Event description:
It was reported that the patient experienced coupling and communication issues, and could not get any coupling bars when trying to recharge. The patient was able to get 4 bars briefly, and again got 4 bars when applying some pressure at the pocket, but this became uncomfortable. The patient was using the correct recharging procedure and the pocket area was healed with no soreness or swelling. Impedance measurements were normal and the patient was programmed successfully. The hcp stated that the ins may have migrated slightly upward in pocket since implant, but it was a minor change in position and the pocket still felt tight, though it was noted that the ins was not sutured in at the time of implant. The patient had a follow-up appointment scheduled for (B)(6) 2012. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4). Lead model 3778-60, serial# (B)(4), implanted: (B)(6) 2012, explanted: na; lead model 3778-60, serial# (B)(4), implanted: (B)(6) 2012, explanted: na; programmer model 37744, serial# (B)(4); recharger model 37754, serial# (B)(4).

Event description:
Four bars on telemetry were obtained at the appointment and the patient was okay with that.